Event description:
Covid swab injury. Resulted cerebrospinal fluid rhinorrhea leak and now meningitis and now disabled due to medical neglect over a non FDA approved covid swab. Olfactory nerve damage and trigeminal nerve damage.